Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age or date of birth: patient age not provided. Weight: patient weight not provided date of event: event date not provided. Brand name: brand name not provided. Catalog #: catalog and lot number of device not provided.

Event description:
It was reported that the implant in tooth site #29 has damaged internal threads. Requested a thread tap to clean out threads.